Manufacturer narrative:
Correction information was provided in d.10 and h.11. Monarch iol delivery system, injector, unspecified was changed to unspecified handpiece. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of intraocular lens (iol) haptic was bent. Additional information was received and stated that back haptic was bent during loading. In the surgeon's opinion lens would not go through cartridge. There was no patient contact. Additional information was received and stated, the surgeon ended up using another model company cartridge.